Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited screen bezel separation with the screen detaching from the pump, images were provided, blood glucose was reportedly unaffected, the device was deemed nonfunctional for water resistance, and a replacement ilet was provided with instructions to back up data and return the affected unit. Symptoms included none reported. Outcomes included device replacement and continued therapy with backup therapy advised. Investigation included product evaluation to be performed upon return, review of device history and service records, and assessment of user reports and images. Investigation of this case revealed a device component issue involving the display assembly and enclosure consistent with screen bezel separation, aligning with a hardware problem affecting the case/door/seal and display. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage or adhesive/seal degradation consistent with component failure during use.